Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, the event description states that the needle was preshaped. The brk needle instructions for use, states "do not alter this device in any way." The cause of the reported event is consistent with preshaping the needle. Review of the device history record was not possible as the lot number is unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure, a piece of plastic exited the dilator. The pre-shaped needle with stylet would not advance through the sheath and the device was removed from the patient. Following removal, the device was advanced on the table and a small piece of white plastic came out of the dilator. Another device was used to continue the procedure with no consequences to the patient.